Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leakage from the blood set has occured, and sometimes it's during patient use. One possible reason for the leakage could be having to use so much pressure to spike the blood bag. The customer states they are unsure if their blood bags changed. There was no patient harm.